Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2024; and a suture was used. When the needle was pulled with the needle holder, the suture was detached from the needle smoothly without applying tension, although it was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/27/2024. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and needle suture that pertain to the product code x762. This product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was noted. In the inspection of the needle suture, the swage and attachment area were noted to be as expected. The suture was examined and the end was observed to be severely cut therefore this was resulting in a clip off defect. In addition, the functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one needle and needle suture that pertain to the product code x762. This product code is double-armed during the assessment of the returned sample shows that the needle was attached to a suture piece and no pull-off needle was noted. In addition, the suture piece was examined and the end of the suture was noted to be cut, probably caused by a surgical instrument. The needle suture was examined and the swage and attachment area were noted as expected. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.